Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of unable to pair with cgm was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced failure of dexcom g7 cgm pairing to the ilet while cgm readings continued on the user¿s phone, resulting in intermittent automated therapy and repeated manual glucose entry. Symptoms included no adverse clinical effects reported. Outcomes included temporary interruption of automated insulin dosing with manual interventions by the user until a replacement device was arranged. Investigation included technical troubleshooting, review of pairing procedures, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.